Event description:
It was reported that patient presented in the emergency room after device delivered inappropriate hv therapy due to an svt episode. Programming changes resolved the issue.

Manufacturer narrative:
(B)(4).